Event description:
A report was received that the pt was experiencing charging difficulty. After unsuccessful troubleshooting attempts, the physician chose to replace the pt's ipg. The pt is reportedly doing well and no longer experiencing charging difficulty.